Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date unknown. Device history records was conducted. The report indicates that: a review of the device history record (DHR) revealed no complaint related anomalies. Product manufacture date: january 11, 2013, the (DHR) shows this lot of 4.5mm narrow lc-dcp plates-10 holes, 178mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch (B)(4), only additional and/or corrected information will be contained in this report. This report is 1 of 1 for (B)(4).